Manufacturer narrative:
A device history record review was completed for provided material number 300637 and lot number 231013. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) pictures were received for evaluation by our quality team. Through examination of the pictures, a black particle was observed within the vial and syringe, confirming the reported issue of coring. Based on the provided feedback and the picture sample analysis, we understand an issue of coring took place. Taking into account the preventive measures in place, it is unlikely that the coring resulted from poor or insufficient de-burring of the cannula component during manufacture. As part of the manufacturing process, the cannulas are subjected to a thorough inspection with measurements and penetration testing performed. Moreover, the vial stopper and the technique used to penetrate the vial may have some potential implication in coring. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It was reported that bd syringe/needle is coring. The following information was provided by the initial reporter, translated from french to english: - when preparing a vancomycin syringe, the canula "cored" the lid of the vial. The rubber tip ended up in the syringe, ready to be injected into the patient's vein.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.